Event description:
Around 2008, my legs started hurting. Aching and numbness in my feet and lower legs. The pain never goes away and gets worse after walking and standing for periods longer than 2 hours, any walking, standing, lifting, kneeling is always painful. I was diagnosed with neuropathy on or around, 2009. Dr made that diagnosis. I can no longer stand or stay on my feet for no more than (2) two hours. There's nothing I can do to make the pain go away. Dose or amount: upper denture. Frequency: once daily. Route: oral. Dates of use: 2007 to present 2009. Event abated after use stopped or dose reduced?: no. Diagnosis or reason for use: denture adhesive cream.